Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise on the right ventricular (rv) lead. High impedance was also noted. Patient alerts triggered. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).